Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: do you have any pictures of the device with packaging? Can you provide the correct lot number? K4f65m is showing as an invalid lot number in our database. Can you please request the customer to return both the cartridge and sterile packaging in the shipper kit?

Event description:
It was reported that prior to an unknown procedure, it was noted that a gray reload was in the package meant for a blue reload. The device was not used and there was no patient involvement. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the complaint sample was visually inspected. The gray 6r45m reload that was received was part of the juarez assembly batch h51v8e produced on 06/20/11. The tyvek lid indicated that the packaging lot was l4f65m that was produced on 10/01/14. Inventory searches were performed and 1920 reloads from juarez assembly batch h51v8e were received; 1861 reloads were used in packaging lot h4439v produced on 07/11/11 and 59 cartridges were used in packaging lot h4497c produced on 08/11/11. The entire batch inventory was accounted for. The packaging lot l4f65m was produced more than 3 years after the supply of 6r45m from assembly batch h51v8e was depleted. The 6r45b package that was received had also previously been opened so the 6r45m reload was not sealed into the 6r45b package at receipt of the complaint sample. Due to the open package and inventory data, the complaint has been determined to be attributed to an external cause.